Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt, there was an issue with the helix mechanism. The lead was removed and not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, with blood noted on helix; the helix would not extend due to the distorted distal coil, which was caused from over-turning. The insulation was also twisted from trying to turn the connector pin and the helix not extending; full lead returned and analyzed.